Event description:
Patient was implanted on (B)(6) 2024. Two weeks after implant, she developed shocking and an impedance greater than 20,000. Pt was sent back to or for a revision. While in the or for a revision, it was discovered that one of the screws was loose and would not properly seat. It is believed that the screw had backed out at some point after the device was implanted. The explanted device serial number is (B)(6). This device is being sent to medtronic for testing. Only effect was patient shocking while implanted with initial battery.